Event description:
It was reported that the user completed ilet setup but received a ¿pairing failed¿ alert when attempting to pair a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet, which prevented initiation of bionic mode; the user had the g7 sensor active in the dexcom app. No adverse clinical symptoms reported. Outcomes included restoration of intended use after guidance to confirm the sensor code and reinitiate pairing, with successful pairing followed by entry of weight and transition to bionic mode. User support included customer service troubleshooting and education, including verification of sensor code and reattempt of pairing with a wait period for connection. Investigation of this case revealed a transient pairing failure between the ilet and g7 sensor that resolved after code confirmation and re-pairing steps, with no device hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related pairing difficulty.